Event description:
During the procedure, there was a hub leakage. When the catheter was connected with the syringe, the hub leaked. The physician changed to another catheter in order to complete the procedure. The sample will be returned for evaluation.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.